Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had scope communication error b30. The issue occurred during set up, before patient in the room. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of ex board a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: errors caused by failure of ex board. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.